Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed visual, electrical and mechanical inspection with no anomalies observed. (B)(4).

Event description:
It was reported the device is not capturing and firing properly. It was also reported the device was not sensing. Clinicians had to use another device. The device was returned for repair. No patient complications were reported as a result of this event.